Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: medical records were not provided for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the components were explanted due to infection of the right hip.

Event description:
It was reported that the components were explanted due to infection of the right hip.

Manufacturer narrative:
Additional devices reported: cat # 6570-0-136, lot # 50806501, description: delta v-40 ceramic head 36/0 cat # 6721-0535, lot # 50447304, description: size 5 accolade ii 127 deg, cat # 542-11-50e, lot # 6l16yp, description: trident psl ha cluster 50mm, cat # 2030-6530-1, lot # mnm1lm, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.